Manufacturer narrative:
(B)(4). Batch # t5d86n. Investigation summary: the analysis found that one pce45a device was returned with no apparent damage and with an ecr45g cartridge fully fired loaded on the device. The manual override door was out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequent firings. The bailout system was reset and then, it was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence. The staple line and cut line were complete and the staples meet the staple form release criteria. Upon further inspection, the firing trigger would not function as intended and felt loose. In order to verify the condition of the internal components, the device was disassembled, and the spring firing trigger was noted to be out of its intended position. Batch records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. The event described could not be confirmed as the device performed as intended and it opened and closed without any difficulties noted. Once the device completed the firing sequence the knife returned home as intended. The knife reverse button worked properly during testing. While no conclusion could be reached as to how the spring firing trigger became out of position, it should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the required specifications; in addition, a sample of the batch is inspected at fgqa. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. A photo was received: the photo shows a green cartridge fully fired with body fluids present. A firing trigger spring is also noted on the picture. Based on the photo alone, the event described cannot be confirmed.

Event description:
It was reported that during a vats surgery, after the fourth firing, the knife moved to the distal end but would not return automatically. The knife reverse button would not work. The surgeon tried to use the manual override lever to return the knife, but that did not work. Finally, the surgeon tried to push knife reverse button and pressed the release button again to open the jaw. They also noted that spring detached from the handle. Some staples were formed with irregular shapes. Another device used to complete the procedure. There were no adverse consequences to the patient. No additional information can be provided.